Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that balloon deflation failure and vessel dissection occurred. The target lesion was a proximal in-stent restenosis located in the short and moderately calcified internal iliac artery. A 5.0x60mmx135cm ranger over-the-wire drug coated balloon catheter was advanced and inflated at nominal pressure, then deflated afterwards. When the balloon was pulled lower and inflated to 4 bar, the balloon could not be deflated distal to the stent. A broad 7f sheath and a goose neck were put in and the balloon was pulled inside the sheath. Eventually the balloon was punctured in the external iliac artery and the device was removed. A dissection was noted at the iliac communis and was stented. The patient went home the next day and has not yet returned for follow up. No further patient complications were reported. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ranger drug coated balloon with an unidentified guidewire stuck in the device. Visual examination consisted of checking the device for damage along the catheter shaft as well as the balloon. The device was returned severely damaged throughout the catheter shaft. The outer shaft also showed bunching approximately 80cm from the tip. The outer shaft showed necking approximately 52cm from the tip of the device. The balloon showed a puncture approximately 5.5cm from the markerband. This damage would be consistent of a slow deflation complaint. The hub was also detached and not returned with the device. The slow deflation issue could not be confirmed due to the device returning severely damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID# (B)(4) / tw# (B)(4).

Event description:
It was reported that balloon deflation failure and vessel dissection occurred. The target lesion was a proximal in-stent restenosis located in the short and moderately calcified internal iliac artery. A 5.0x60mmx135cm ranger over-the-wire drug coated balloon catheter was advanced and inflated at nominal pressure, then deflated afterwards. When the balloon was pulled lower and inflated to 4 bar, the balloon could not be deflated distal to the stent. A broad 7f sheath and a goose neck were put in and the balloon was pulled inside the sheath. Eventually the balloon was punctured in the external iliac artery and the device was removed. A dissection was noted at the iliac communis and was stented. The patient went home the next day and has not yet returned for follow up. No further patient complications were reported. This product is only ous approved but is similar to an approved us device.